Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system contained an extra stent protector. The 99% stenosed lesion was located in a non-calcified and non-tortuous obtuse marginal artery. The scrub technician prepped the taxus liberte' 3.00x16mm drug eluting stent, by removing the stylet and stent protector from the device. When they started the procedure, they realized that there was another stent protector on the shaft. The additional stent protector was slid up the shaft of the device out of the way of the procedure and the physician completed the case with this device. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.